Event description:
The user facility reported a reliance series 120 cart and utensil washer began smoking from inside. Fire alarms were triggered and the fire department was dispatched to the facility. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found damage to the drying blower and fan belts. The pulley on the dryer blower assembly was not turning, causing the fan belts to smoke and become damaged. The technician replaced the drying blower fan and fan belts, confirmed the unit operational and returned it to service.